Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge representative has confirmed that the intra-aortic balloon pump (iabp) was cleared for use and returned to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery would not charge. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and determined that the batteries were not charging as the iabp unit was not properly fitted in the cart. The fse resolved the reported issue by properly placing the iabp unit into the cart, and thereafter, verified the batteries charged. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery would not charge. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.